Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. Despite this issue, there was no adverse impact on the customer¿s blood glucose levels. Technical support advised the caller on techniques to press the button and confirmed that the issue persisted despite these attempts. A replacement pump was issued, and the caller was instructed on how to return the malfunctioning pump using a return box and pre-paid label. The caller was also guided on necessary steps to take when the replacement pump arrives.